Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the door was intermittently not closing completely and the rollers were stiff. The rep found that the issues were being caused by the door slides, rollers, and the rotor reference. These parts were replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there were mechanical door issues while checking out the system and the gantry door wouldn't open. No patient was present during the time of the reported incident.